Event description:
Device issue: balloon peeling. Time of device issue: before the procedure. Adverse event: none. It was that when removing the 2.5x18 mini vision from the package the distal stent struts were found to be flared. There was no reported patient involvement. No additional information was provided. This event is being reported based on the device evaluation which revealed balloon was shredding.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.